Manufacturer narrative:
This issue was considered as reportable due to the usage of the removal tool causing more than trivial damage to the vertebra. The patient was successfully implanted using the opposite vertebra and was reported as doing well. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The disc space was very tight. Once we began tapping on the insertion device it began to buckle. A removal tool was used, and another attempt was tried with a new implant since the nitinol guide wires were bent out of shape.